Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range and alarms could not be cleared. Customer¿s blood glucose was 252 mg/dl. Customer continued to use the pump for insulin therapy.